Manufacturer narrative:
The device was evaluated by ascent healthcare solutions. A visual examination revealed that the device had misaligned jaws. Function testing was performed and the device failed cut and coagulation testing. The investigation is still ongoing. If new information is found, a supplement will be submittedthe reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during the procedure the bipolar cutting forceps were tearing instead of cutting the tissue. Surgicil was used to stop the bleeding. No patient injury was reported and the patient was reported to be in satisfactory condition after the procedure.